Manufacturer narrative:
If implanted, give date: (B)(6) 2015. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that allergic reaction occurred. In (B)(6) 2015, a promus premier¿ drug-eluting stent was implanted to the lesion. However, the patient came back and complaining of having an allergic reaction of the stent. The patient was brought to the emergency room (ER) multiple times in 2015 but has not felt the same since having the stent placed. The patient continued to see an allergist. No further complications were reported and the patient's status was stable, but very much bothered by the reaction felt.